Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of coil detachment of device or device component, inside the patient. The complaint was originally assessed conservatively for a polaris loop ureteral stent coil detachment of device or device component, inside the patient. Additional information was received on september 10, 2025, confirming the event, the loop end broke during unpacking, occurred during the preparation and outside the patient. Although this can result in a clinically insignificant delay of the procedure, this event is unlikely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, boston scientific no longer considers this to be a reportable event.

Event description:
It was reported that during the preparation, the loop end broke during unpacking. The procedure was completed with another of the same device and the patient condition following the procedure was stable.

Event description:
It was reported that during the procedure, the loop end broke during unpacking. The procedure was completed with another of the same device and the patient condition following the procedure was stable.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of coil detachment of device or device component, inside the patient.